Manufacturer narrative:
The investigation concluded that the pin holding the adapter end onto the driver portion is not robust enough to withstand the insertion torque required to use this custom driver. The design will be updated to include a larger pin that is used on the released reform screwdriver design. Review of manufacturing history records found 4 pieces were released for distribution on 11/2/2016 with no deviation or anomalies. This lot was manufactured to revision 2 of the c2602 custom drawing. Two-year complaint history review did not reveal any previous reports of this nature for this part number. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2017-00018 / 00019).

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2017-00018 / 00019).

Event description:
During a procedure performed on (B)(6) 2017, the doctor prepped l4 with a 3.5 mm drill and then used an awl. Upon placing a 7.5 mm x 40 reform pedicle screw, ha coated, about half way down he realized how hard the bone was so he backed the screw out and proceeded to tap the pedicle with a 6.5 mm ha tap. Upon reinsertion of the 7.4 mm x 40 mm reform pedicle screw, ha coated, the tip of the short reform driver, stk adapter (c2602) broke when the screw was still a few mm proud. The broken tip was removed from the screw and the doctor switched to a reform driver with mechanical lock (hxx-39-0001) and the tip of this driver also broke. The pedicle screw was then "helicoptered" out and replaced with a 6.5 mm x 40 mm reform pedicle screw ha coated, using another driver readily available.